Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. Customer reported wearing the insulin pump in their bra. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with cracked reservoir tube lip, missing end cap sticker and minor scratched lcd window.